Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results- a resolution 360 clip was received for analysis. Visual inspection of the returned device revealed the clip assembly attached, the control wire was found disconnected from the spool and without any communication between the handle and the clip assembly. Also, one clip arm is activated. No other problems were noted. The reported event was confirmed. This issue is likely due to expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. During the procedure, it was noted that the clip was difficult or unable to release from the catheter. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution clip was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. During the procedure, it was noted that the clip was difficult or unable to release from the catheter. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.